Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while a nurse was giving a vaccine injection to a child using a bd integra¿ 3 ml syringe with detachable needle, vaccine leaked out at the hub which resulted in wasted vaccine. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: no samples (including photos) were returned therefore the complaint could not be confirmed. DHR review for batch 6320731 (p/n 305269): manufacturing dates: 12/15/2016 to 12/18/2016. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6320731 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The root cause is undetermined. CAPA not required as no defects were confirmed.